Event description:
It was reported that an anterior and a posterior cuff miss occurred during attempted suture placement in the right and left common femoral arteries using the preclose technique prior to an abdominal aortic aneurysm (aaa) repair. The physician indicated that during the attempted deployment of two proglides, one in each groin, he experienced resistance while depressing the plunger to deploy the needles and the plunger was unable to be completely deployed, it would not engage the collar of the device body. An additional proglide device was deployed in each groin and the sutures were set aside to perform the index procedure. The arteriotomy was 7fr and the vessel was mildly tortuous and not calcified. The sheath was upsized to a 12 fr and a 18 fr on the right and left sides. Hemostasis was achieved in each groin with the pre-placed sutures after the aaa procedure. There was no adverse patient sequela. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. The probable cause was determined to be most likely related to the operational context during use of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide is being filed under a separate medwatch report number.